Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking, had a cosmetic cut and was breach cut. (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking, had a cosmetic cut and was breach cut. It was also noted the inner insulation had cosmetic metal ion oxidization. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Two leads were returned from an unknown source with no information to the manufacturer, analyzed and subsequently tested out of specification. Information identified in the manufacturer data base indicated the patient is deceased and died approximately eight years after implant of the leads approximately five years ago. A cause of death is not known.